Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a call from a patient implanted with a boston scientific cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific manufactured epicardial leads. The patient reported that she has had her third infection, which all began due to the original placement of the fractured epicardial lead. The patient requested warranty on her epicardial lead. Boston scientific technical services (ts) explained that this lead is not manufactured by boston scientific, therefore we do not have a warranty program for that lead. Ts suggested the patient either contact the manufacturer of the lead in question or a hospital patient advocate that might be able to assist her. The patient stated that she was told her entire system would need to be replaced and moved to the other side of her body. A company field representative responsible for this patient's territory was contacted. The field representative confirmed the patient had an infection isolated to the pocket, pericardium, and chest wall. The epicardial leads and patches remain inside the patient, but the crt-d was explanted and the patient remains in the hospital, being treated with intravenous antibiotics. The crt-d was retained by the hospital and not expected to be returned. A leadless pacemaker system is being considered for the future since the patient's ejection fraction has improved and because of her risk for infection.